Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h10: upon further investigation, the evaluation of the device has been revised. Investigation summary: the complaint device and a photo was received at the service center and evaluated. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. During the service evaluation of the device the following defects were identified: other damages caused by customer, outer tube damaged, needle outer tube bent, outer tube damaged, distal tip distal tip damaged, optical system, optical components broken lenses in optical system distal cover glass/negative damaged scratches/residue, cosmetic issue scratches/dents. Visual : scratched/nicked, broken (2+ pieces) : chipped/shaved/delaminated, usage : use error/misuse, visual : deformed/bent and labeling : illegible etch. Per service report, this complaint was confirmed. The label, tube, optical, housing were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the 4k c-mnt scp,4.0,30,167,mitek scope was cracked. It was reported that the camera was swapped out for another device and the procedure was successfully completed. During in-house engineering evaluation it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. There were no reported adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device and a photo were received at the service center and evaluated. During the service evaluation the following defects were identified: visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. Visual inspection of the actual device found: scratched/nicked, broken (2+ pieces) : chipped/shaved/delaminated, usage : use error/misuse, visual : deformed/bent and labeling : illegible etch per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.